Manufacturer narrative:
Evaluation summary: the reported condition was confirmed. A corrective and preventative action has been initiated (mdq-CAPA-132).

Event description:
The facility reported depleted batteries during use, with no pt involvement. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of pt injury or medical intervention associated with this event.